Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the up and down arrows are not responding of the insulin pump. Customer's blood glucose level was 130 mg/dl at the time of incident. Customer stated that the numbers of the insulin pump are ramping on their own and is not unsure about the time clock advancing. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.